Event description:
Pt being contrast for CT scan. While injecting through IV solution set, port expanded to the size at a nickle and blew off. Solution sprayed into face of nurse. (No harm to pt). Nurse seen in ER for splash, diagnosed as abrasion to eye. Nurse also had allergic reaction to agent.